Event description:
Nsk america received a report that a z95l handpiece had overheated during a crown preparation procedure, and the patient received a thermal burn injury to their lower lip. The doctor has had a follow-up with the patient, and the patient is believed to have healed normally without need for additional medical treatment for the injury.